Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's ipg is nearing end of life which was preventing it to enter MRI mode. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received that the ipg met normal longevity.

Manufacturer narrative:
The report that the device was revised due to ¿replace generator soon¿ image was confirmed. Analysis and longevity of the returned device found it declared eri, eol, and had normal battery depletion.